Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had a right ventricular automatic threshold (rvat) test detected as greater than programmed amplitude or suspended, with recent tests showing a low evoked response as the reason. Right ventricular (rv) thresholds increased from 0.5 volts at implant to 3.0 volts, and capture could not be confirmed on the presenting electrogram (egm). The crt-p system remains in service. No adverse patient effects were reported.